Event description:
Asr revision; left, asr hip resurfacing. Reason(s) for revision: unknown. Update received (B)(4) 2013. Reason for revision added. Reason(s) for revision: component loosening (cup). Update received (B)(4) 2013. Component loosening confirmed to be cup. Update received: (B)(4) 2014 - confirmed revision took place: (B)(6) 2013 and filled in mandatory fields.

Event description:
Reason for revision: component loosening.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Asr revision. Left. Asr hip resurfacing. Reason(s) for revision: unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Asr revision left asr hip resurfacing reason(s) for revision: unknown update received 25th october, 2013. Reason for revision added. Reason(s) for revision: component loosening (cup) update received 28th october, 2013. Component loosening confirmed to be cup. Update received: 21st january 2014 - confirmed revision took place: (B)(6) 2013 and filled in manditory fields. Update 5 aug 2015: case confirmed as clinical trial, added clinical trial ID, patient sex, yob: 1958, weight, height, additional reasons for revision: soft tissue changes and pain. Filled in all mw fields, exp/man dates for all products. (B)(6)2015 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.